Manufacturer narrative:
D10: concomitant product - therapy date^ updated to (B)(6) 2021.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported turns off when door is touched which was not reproduced. A review of the event history log identified multiple events of improper shutdown. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when the door was touched. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.